Event description:
It was reported that after the catheter was inserted it was noted the arterial clamp did not fully occlude the extension and blood backed up and leaked out. Another catheter of the same lot number was tested prior to insertion and again the arterial clamp did not fully occlude the extension.